Event description:
It was reported that a device was used during a low anterior resection. It was reported that the dr would not remove the instrument, since he could not break the washer, the firing force was too high.